Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 57mg/dl. The customer had been in the 40mg/dl. The customer states they had not used the pump because they wanted to program it, but accidentally started using it as opposed to the older, already programmed pump. The customer was treated for the lows at the hospital with saline. The customer states they had sunken in drive support cap. The customer states they had dropped the pump a couple of times. Troubleshoot was conducted. The customer was advised of normal recessed cap. The customer was advised to monitor the device and call back if issues persist.